Event description:
It was reported that patient received a replacement of a ams700 inflatable penile prosthesis pump due to fluid loss with tube crack. Another pump was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak and perforation were confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that that patient received a replacement of a ams700 inflatable penile prosthesis pump due to fluid loss with tube crack. Another pump was implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient got well.